Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit chip, designator u5. U5 was electrically shorted; which prohibited several buttons including the charge button from operating properly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further evaluation of the device, physio-control observed that the charge button of the device was inoperable. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further evaluation of the device, physio-control observed that the charge button of the device was inoperable. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.